Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-10-23. H6: investigation summary: customer returned four (4) used 32gx4mm bd pen needles without tear drop labels or inner shields attached. Consumer reported having 4 pen needles that did not release her medication during priming. All 4 returned pen needles were examined, and it was observed that 3 pen needles exhibited a bent non-patient end (npe) cannula, and 1 pen needle exhibited a straight npe cannula. No evidence of manufacturing defects was observed. The pen needle with a straight npe cannula was tested for flow using a test pen injector: this pen needle was able to expel properly. The bent npe cannulas would be the cause for no flow through the pen needles, hence, the customer would think the pen needles were clogged (as reported). Since all 4 pen needles were returned after use, and no manufacturing defects were observed, the probable cause of the bent npe cannulas is user error when attaching the pen needles to a pen injector. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. Unable to perform a DHR review due to an unknown lot number for needle clog.

Event description:
It was reported that 4 unspecified bd nano pen needles were unable or difficult to prime during use. The following information was provided by the initial reporter: consumer reported having 4 pen needles that did not release her medication during priming. Discarded box, lot # unknown. Stated she is using the bd nano pen needles. Lot # unknown. Cat # unknown. Date of event: unknown.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed, and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 4 unspecified bd nano pen needles were unable, or difficult to prime during use. The following information was provided by the initial reporter: consumer reported having 4 pen needles that did not release her medication during priming. Discarded box, lot # unknown. Stated she is using the bd nano pen needles. Lot # unknown; cat # unknown; date of event: unknown.